Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had partial display during normal use. Customer's blood glucose was unknown mg/dl. The customer used energizer and stored them correctly. The customer stated that the device was not dropped or bumped. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with missing segments due to a cracked lcd zebra connector. The pump also had a severely scratched display window, a cracked case at the display window corners, and a cracked reservoir tube lip.